Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this tachy device received shocks in ventricular fibrillation (vf) zone. However, the shocks did not convert. The representative verified that the impedances were in range. Additional information indicates that the therapy was exhausted and the device was explanted and will be returned. No additional adverse patient effects were reported.